Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator's lcd screen was not displaying information. There was no harm or injury reported. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received information alleging a ventilator's lcd screen was not displaying information. There was no harm or injury reported. The device was returned to the manufacturer service center for further evaluation. The device was evaluated and they could not confirm the customer's allegation of no information showing on display or damaged display and unit is scrapped. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was not displaying information. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.